Event description:
During pt use, alarm silence led intermittently blinked on and off. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, additional pt info was not provided.